Event description:
It was reported that the pulse generator was interrogated while still in the box and it exhibited a telemetry anomaly and premature battery depletion. The device was not used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed the premature battery depletion. Despite extensive testing of the device and battery, the root cause of the anomaly could not be determined.